Manufacturer narrative:
Section of this report (common device name and product code) was corrected in this report.

Manufacturer narrative:
Additional information was received confirming that the case was converted to open surgery to retrieve the stent that had fallen into the rvot. At that time the sapien thv was fixated in place. Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter pulmonic valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, and movement of the delivery system by the operator and lack of calcification present. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native pulmonic valve, taking into consideration the type of disease present. Congenital heart defects such as pulmonary stenosis, pulmonary atresia, truncus arteriosus, transposition of great arteries and tetralogy of fallot are all possible scenarios in which an edwards thv may be used in the pulmonic position. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the exact cause of the valve malposition is likely related to the patient¿s tortuous anatomy and possibly a lack of calcium present, which normally aides in anchoring the device. In addition, it is unknown if valve sizing was appropriate for this case, (no patient information is available regarding disease process, sizing etc). The subsequent open surgery was required to remove the second stent that had ¿fallen¿ into the rvot. During the open surgery, the position of the thv was secured. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), a 29 sapien xt valve was being placed inside a stent in the patient¿s pulmonic position. During inflation the valve moved towards the bottom part of the stent due to anatomical difficulties, resulting in ¿some¿ pvl. The valve began to move towards the rvot. An attempt was made to fix the valve in place using a stent but the stent didn't open and dropped to the rvot. The case was converted to surgery and the problem was resolved. The patient remained stable. Additional information has been requested.